Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test not performed" and device ineffective "device ineffective". On (B)(6) 2005, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dyspareunia ("dyspareunia(painful sexual intercourse ),"), female sexual dysfunction ("apareunia"), abdominal pain ("abdominal pain"), back pain ("back pain"), genital haemorrhage ("general abnormal bleeding"), dermatitis allergic ("allergic rash"), hypersensitivity ("allergic reaction"), depression ("depression"), bladder disorder ("bladder problem"), urinary tract disorder ("urinary tract problem"), cystitis ("bladder infection"), urinary tract infection ("urinary tract infection"), fatigue ("fatigue"), alopecia ("hair loss"), tooth disorder ("dental problem"), headache ("headaches"), nausea ("nausea"), nervous system disorder ("nuero condit. /prob,"), bacterial infection ("bacterial infection"), migraine ("migraines"), dysmenorrhoea ("dysmenorrhea (cramping)") and vaginal discharge ("vaginal discharge"), was found to have hormone level abnormal ("hormonal changes") and breast cancer ("breast cancer") and was found to have a pregnancy with contraceptive device ("pregnancy (termination)"). The patient was treated with surgery (essure removed). Essure (ess205) was removed. At the time of the report, the pelvic pain, dyspareunia, female sexual dysfunction, abdominal pain, back pain, genital haemorrhage, dermatitis allergic, hypersensitivity, depression, bladder disorder, urinary tract disorder, cystitis, urinary tract infection, fatigue, alopecia, tooth disorder, hormone level abnormal, headache, nausea, nervous system disorder, breast cancer, bacterial infection, pregnancy with contraceptive device, migraine, dysmenorrhoea and vaginal discharge outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure (ess205) occurred during the first trimester. The pregnancy outcome was reported as elective abortion. The reporter considered abdominal pain, alopecia, back pain, bacterial infection, bladder disorder, breast cancer, cystitis, depression, dermatitis allergic, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, headache, hormone level abnormal, hypersensitivity, migraine, nausea, nervous system disorder, pelvic pain, pregnancy with contraceptive device, tooth disorder, urinary tract disorder, urinary tract infection and vaginal discharge to be related to essure (ess205). The reporter commented: discrepancy noted in insertion date (B)(6) 2009 patient is unaffordable for surgery quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 25-sep-2020: quality safety evaluation of ptc based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test not performed" and device ineffective "device ineffective". On (B)(6) 2005, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dyspareunia ("dyspareunia(painful sexual intercourse ),"), female sexual dysfunction ("apareunia"), abdominal pain ("abdominal pain"), back pain ("back pain"), genital haemorrhage ("general abnormal bleeding"), dermatitis allergic ("allergic rash"), hypersensitivity ("allergic reaction"), depression ("depression"), bladder disorder ("bladder problem"), urinary tract disorder ("urinary tract problem"), cystitis ("bladder infection"), urinary tract infection ("urinary tract infection"), fatigue ("fatigue"), alopecia ("hair loss"), tooth disorder ("dental problem"), headache ("headaches"), nausea ("nausea"), nervous system disorder ("nuero condit. /prob,"), bacterial infection ("bacterial infection"), migraine ("migraines"), dysmenorrhoea ("dysmenorrhea (cramping)") and vaginal discharge ("vaginal discharge"), was found to have hormone level abnormal ("hormonal changes") and breast cancer ("breast cancer") and was found to have a pregnancy with contraceptive device ("pregnancy (termination)"). The patient was treated with surgery (essure removed). Essure (ess205) was removed. At the time of the report, the pelvic pain, dyspareunia, female sexual dysfunction, abdominal pain, back pain, genital haemorrhage, dermatitis allergic, hypersensitivity, depression, bladder disorder, urinary tract disorder, cystitis, urinary tract infection, fatigue, alopecia, tooth disorder, hormone level abnormal, headache, nausea, nervous system disorder, breast cancer, bacterial infection, pregnancy with contraceptive device, migraine, dysmenorrhoea and vaginal discharge outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure (ess205) occurred during the first trimester. The pregnancy outcome was reported as elective abortion. The reporter considered abdominal pain, alopecia, back pain, bacterial infection, bladder disorder, breast cancer, cystitis, depression, dermatitis allergic, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, headache, hormone level abnormal, hypersensitivity, migraine, nausea, nervous system disorder, pelvic pain, pregnancy with contraceptive device, tooth disorder, urinary tract disorder, urinary tract infection and vaginal discharge to be related to essure (ess205). The reporter commented: discrepancy noted in insertion date (B)(6) 2009 patient is unaffordable for surgery. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-sep-2020: plaintiff fact sheet received. Reporter's information updated. Case become serious incident. Treatment details and intervention added for event pelvic pain. Essure insertion date and action taken with drug updated. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.